Manufacturer narrative:
Corrected fields: MDR attachments / other attachments description

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Additionally, impedance and sensing parameters had changed over time. A lead dislodgment was confirmed. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis. Further information was received that this lead will not return for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Additionally, impedance and sensing parameters had changed over time. A lead dislodgment was confirmed. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Additionally, impedance and sensing parameters had changed over time. A lead dislodgment was confirmed. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
Corrected fields: MDR attachments / other attachments description.